Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate shocks. It was also reported the lead displayed high impedance. The lead was removed, replaced, and no further patient complications have been reported as a result of this event.